Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) labeled episodes as ventricular tachycardia (vt) monitor but it was suspected that the episodes were sinus tachycardia. The ICD remains in use. No patient complications have been reported as a result of this event.